Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's is unable to establish communication between the ipg and external devices. The patient stated she last recharged the ipg last week, but did not feel stimulation. The patient will consult with a company representative as the next course of action. No additional details are known at this time.